Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call customer experienced hyperglycemia with blood glucose level of 451 mg/dl. Customer stated that insulin pump had blank display and the contacts on the battery cap were damaged. Customer did not mention any symptoms related to high blood glucose level. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.